Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed to recover. The field service engineer magnet had fallen out of latch for enhance full height drawer 4, hence replaced the latch and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.